Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extensions and an ovation ix extender stent graft extension to treat an abdominal aortic aneurysm. This initial procedure is outside the indications of use due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately 2 years post initial implant, dilation and movement of the proximal extension (suprarenal stent graft) was reported. An intervention was completed. The physician elected to implant another suprarenal stent graft extension to treat this event. The patient is doing well.

Manufacturer narrative:
Please cancel this report and remove from your system as this complaint is a duplicate report of 2031527-2020-00015, pr 45479. This event has been previously reported under 2031527-2020-00015, pr 45479. Correction: b5: describe event or problem has been updated.

Event description:
This event is a duplicate report of 2031527-2020-00015, pr 45479. This complaint was previously reported under 2031527-2020-00015, pr 45479.